Manufacturer narrative:
Block h6: imrdf code a15 captures the reportable event of failure to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution clip was used during a colonoscopy with colonic mucosal dissection procedure on (B)(6) 2026. It was reported that during the procedure, the resolution clip was unable to be separated from the pusher. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient condition following procedure was stable.